Manufacturer narrative:
Updated a1 patient ID to (B)(6). Corrected d1 to mayfield triad skull clamp, updated d2 to skull clamps and headrest systems , and corrected d4 to 27071.

Event description:
N/a.

Manufacturer narrative:
Initial MDR sent with incorrect description: "service and repair found the found the lock had both rotational and lateral movement." Corrected: service and repair found the clamp has old triad rocker arm and needs newer rocker arm that accommodates the newer pin carriers.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with pin carriers and rocker arm which were the old style pieces that needed to be upgraded to the current revisions. The lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob was cracked, and the lock needed new components added to replace worn internal parts. Unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight; general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the returned a1059/mayfield modified skull clamp found the lock had both rotational and lateral movement.